Event description:
The spouse of a home patient (hp) reported a low drain volume alarm to the service technician while using the homechoice device. During this conversation, the spouse reported that the hp had disconnected the transfer set from the peritoneal dialysis catheter while receiving treatment. Due to the disconnection, an effluent leakage occurred; thus causing the low drain volume alarm. The spouse of the hp reconnected the transfer set and resumed the dialysis treatment. Spouse of pt also reported the pt had been previously hospitalized and contracted peritonitis while in the hospital. Follow-up with the health care professional (hcp) indicated the hospitalization (2/19/00-2/28/00) was for hypoglycemia. The pt was noted to have peritonitis during the hospitalization, however, the hcp did not attribute cause to a baxter product. The pt was treated with vancomycin (dose unknown). Prior to discharge, the pt did recive a transfer set change. There was no hp injury or medical intervention associated with disconnection.